Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer's microcatheter the physician experienced resistance. Therefore, the ruby coil was removed. While attempting to re-sheath the ruby coil, the physician experienced resistance and the ruby coil unintentionally detached outside of the patient's body on the table. The physician then removed the microcatheter and the procedure was completed using another manufacturer's microcatheter and new ruby coils. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not use continuous flush during the procedure. There was no report of an adverse effect to the patient.